Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod had been deactivated by the user at the end of second prime and both priming sequences ran for an expected number of pulses. The data showed that the rotational sensor failed to transition and the pulse width values decreased toward the end of the data, indicating a failure to detent drive stall. Rerun of the pod replicated the failure to detent drive stall, resulting in an 0x5c alarm being generated. Inspection of the drive mechanism components found both ratchet retainer pins to be unseated from the pod chassis, resulting in the ratchet gear being lifted off the pod chassis. The retainer pins were reseated and the pod was rerun. The pod was successfully able to deliver a 5u bolus. The incorrectly installed ratchet retainer pins contributed to the drive stall that prevented the needle mechanism from deploying as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy, indicating a failure of the needle mechanism. The blood glucose (bg) levels were unaffected.